Manufacturer narrative:
H10: manufacturing review: a device history review and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor enspire was received at the crawley depot. The encor enspire was visually inspected upon receipt and was found to be no physical damage to unit. It was also found that wear on rinse pivot bushing, dirty odour filter and filter tubing. The device was functionally tested and passed all the tests, no suction issue identified during evaluation. No other anomalies were identified. Therefore, investigation is determined to be inconclusive for reported blood spray issue and investigation is determined to be confirmed for the identified faulty monitor touch screen during servicing. The root cause cannot be determined as the device could not be tested for reported blood spray issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2020), h11: h6(method, result, conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that the device remains in continuous suction. In addition there was a report of blood spray after the user disconnected the vacuum tubing on the canister while the system was still under vacuum pressure. There was no reported patient injury.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2020). Device pending return.

Event description:
It was reported that the device remains in continuous suction. In addition there was a report of blood spray after the user disconnected the vacuum tubing on the canister while the system was still under vacuum pressure. There was no reported patient injury.